Manufacturer narrative:
Alleged failure: distal tip of the laparoscope fell off inside of the patient probable root cause: thermal destruction of epoxy. Improper/third party repair . Improper epoxy/curing process. Laser welding failure. Use error. Contact with instrument. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence the device manufacturer date is not known. (B)(4).

Event description:
It was reported that during surgery a piece of distal tip of the laparoscope fell off inside the patient. It was later retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during surgery a piece of distal tip of the laparoscope fell off inside the patient. It was later retrieved.